Manufacturer narrative:
During an interventional procedure the smart control stent had deployment difficulty and only partially deployed. The target lesion was located in a mildly calcified iliac artery (side unknown) with a 90% stenosis. There was no difficulty accessing the lesion with a guidewire which was then pre-dilated. There was no difficulty crossing the lesion with the balloon to pre-dilate. The smart control stent delivery system (sds) was properly inspected and prepped prior to use and no anomalies were noted. There was no difficulty advancing the device over the guidewire to reach the lesion. The locking pin remained in place during advancement. The handle of the device was held flat and straight outside the patient during deployment and the locking pin was removed. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. When deploying the stent in the lesion the struts of the stent opened, but the rest of the stent would not deploy. There was no unusual force applied during deployment of the stent. The device was removed and another device was used to treat the lesion. There was no reported injury to the patient. One non sterile smart 120/150 was received coiled inside a plastic bag. The stent was received partially deployed. No more visual anomalies were found. The stent was fully deployed. During the deployment no anomalies were observed. A review of the manufacturing documentation associated with this lot was performed and the following was found the deployment difficulty failure reported by the customer could not be confirmed during analysis, since no anomalies were. No corrective action was taken since the cause of the reported event does not appear to be manufacturing related. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that the distal tip of struts opened up but the stent did not open further. The age and gender of the patient is unknown. The target lesion was located in the iliac artery (side unknown). The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no difficulty crossing the lesion with the balloon to pre-dilate. The smart control stent delivery system (sds) was properly inspected and prepped prior to use and no anomalies were noted. There was no difficulty advancing the device over the guidewire to reach the lesion. The locking pin remained in place during advancement. The handle of the device was held flat and straight outside the patient during deployment and the locking pin was removed. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. When deploying the stent in the lesion, the struts of the stent opened, but the rest of the stent would not deploy. There was no unusual force applied during deployment of the stent. The device was removed and another device was used to treat the lesion. There was no reported injury to the patient.